Manufacturer narrative:
Additional information was received that the patient's culture came back negative for infection but explant was done anyway because patient had a boil on one of the incision sites.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient was having an infection. Symptoms were fever, chills, and the incision site did not heal. Antibiotics were prescribed. Physician believed that infection was not device or procedure related. The cause was unknown. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4). Description: precision spectra implantable pulse generator, model#: sc-2366-50, serial #: (B)(4). Description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.